Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the customer experienced intermittent low blood glucose (bg) level of 41 -52 mg/dl on the continuous glucose monitor and 82 on the meter. Tandem technical support reported the inaccurate sensor to cgm manufacturer. Low bg cause was not known. Customer slept through the low bg. No action was taken to address the low bg. Customer resumed insulin delivery, customer's blood glucose was 104-158 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.